Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis patient reported treatment data generated during a peritoneal dialysis (pd) treatment. Upon review of the treatment data, an event of increased intra-peritoneal volume was found. The reported drain volume of 5126ml was 302% of the expected drain volume, which resulted in a reportable device malfunction. During a follow up with the patient's pdrn, the pdrn confirmed that there were no patient adverse events reported and no changes to the patient's status have been reported. The patient continued performing ccpd treatments, with no additional complications reported. Cycle 0: drain volume 1046 ml ultra filtration 295 ml cycle 1: no treatment data provided cycle 2: fill volume 1628 ml drain volume 5126 ml ultra filtration: not available

Manufacturer narrative:
The cycler was returned for evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. No burrs or sharps in cassette area that may have punctured a cassette membrane. A simulated treatment was performed and completed without any failures or problems. The cycler weighed fill volume values were within tolerance. The cycler programmed displayed fill and drain volume values were within the tolerances. The valve actuation test passed. The system air leak test passed. The patient sensor calibration check passed. The load cell verification was within tolerance. Passed mushroom head check an internal visual inspection of the cycler found evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head. The source of the fluid could not be determined. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. Per the production floor problem report : patient sensor heads 300 all the time reject to rework (B)(6) 2010. Found connector j16 to patient sensor #1 has bad crimp. Re-crimped connector patient sensors working fine (B)(6) 2010.